Event description:
Device 1 of 2. Ref mrf report: 1627487-2011-08125. The pt received the scs system on (B)(6) 2010 for the low back and right leg pain. It was reported that the pt had fallen a few times on the ipg implantation site. The first time the pt fell down, she lost back coverage. The pt noted that overtime she started experiencing stimulation on the left leg. One time due to strong over stimulation, the pt fell down and got hurt on the eyes. X-rays did not reveal any lead issue. The physician decided to remove the entire system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.